Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to circumstances of the procedure. There were no leaks noted during preparation, which suggests that a product quality issue did not contribute to the reported difficulties. In this case, based on the reported information, resistance was noted during advancement likely due to challenging anatomical conditions. It is likely that the balloon material was damaged during advancement resulting in rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the left anterior descending (lad) artery with moderate calcification and mild tortuosity. For pre-dilatation, the 1.5x15mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy. At the target lesion the balloon was inflated; however, the balloon ruptured during the initial inflation at 6 atmospheres (atm). Therefore, the bdc was removed from the patient. The procedure was continued with another trek balloon. There was no adverse patient effects and no clinically significant procedural delay was reported in the procedure. No additional information was provided.